Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the aneurysm began in the aortic neck causing an indentation or kink in the stent graft. The patient will be treated at a later time. No additional information was provided and the patient is fine.

Manufacturer narrative:
Evaluation results: (stent graft kink).